Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the electrocardiogram (ECG) port was not working on the programmer. The programmer was returned for service. No patient complications were reported as a result of event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the electrocardiogram (ECG) was not functioning normally due to a loose ECG connector. It was also noted that the fan was noisy.